Event description:
It was reported that the patient was hospitalized with keto-acidosis, a blood glucose of 24 mmol/l, nausea, and numbness. The reported stated that he believed the hospitalization was on (B)(6) 2011. The patient was treated with intravenous insulin; the most recent blood glucose reading was 7 mmol/l. The reporter stated that he thought the patient had started taking insulin via injection, but was not sure when that occurred. The patient reportedly received multiple loss of prime warnings. The reporter was advised of possible causes of loss of prime warnings. The pump was reviewed with the reporter. The pump showed a low battery on (B)(6) 2011 and empty cartridges on (B)(6) 2011 and (B)(6) 2011. The pump prime history showed that the pump was primed twice on evening of (B)(6) 2011; the previous prime was (B)(6) 2011. The reported stated that he patient was to resume insulin pump therapy the evening of (B)(6) 2011 and the patient would call if there were any subsequent issues. There have been no further reported incidents. Customer support concluded that there was no indication of a pump malfunction. This report is made based on the allegation that the patient experienced keto-acidosis while using a back up treatment plan.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device. (B)(6).

Manufacturer narrative:
Device evaluation follow-up # 1 submitted (B)(4) 2013: the device was returned to animas and evaluated by product analysis on (B)(4) 2013 with the following results: no insulin delivery defect was found. The pump passes a 29 hour flow accuracy test and found to be delivering within specifications. The pump was exercised for 24 hrs, no alarms occurred during testing. Force sensor calibration is reading the highest force count within specification. Black box review contain no information from the reported failure date, it was overwritten due the continuous use of the pump, no activity outside normal use observed in the available data. Total daily insulin deliveries add up correctly and reveal the user's programmed basal rates. Additionally, the display is reddish and dim. For the rest of investigation, a test display screen was mounted and it was fully illuminated animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.